Event description:
Info rec'd indicates the left head brake caster is not holding in brake.

Manufacturer narrative:
The technician found the hex rod came out of the caster. He replaced the hex rod to repair the stretcher.